Event description:
It was reported, they are returning their unit for service. Description of the failure: the green cable is damaged. It stopped the procedure. No further information is available. No reported patient consequence.